Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation caused by loosening of the liner at the cement to implant interface. Report notes that in 2009 a size 56 liner had been cemented into a size 58 cup for reasons unknown by the rep. The manufacturer of the cement is unknown.

Manufacturer narrative:
Additional narrative: patient was revised to address dislocation caused by loosening of the liner at the cement to implant interface. Report notes that in 2009 a size 56 liner had been cemented into a size 58 cup for reasons unknown by the rep. The manufacturer of the cement is unknown. (B)(4). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Using cement product to implant a depuy 56mm o.d. Liner in to a 58mm i.d. Acetabular cup is not recommended use. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.